Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A BD PYXIS¿ MEDSTATION¿ ES HAD BLACK SPORT ON THE SCREEN, WHICH CAUSED DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS INCIDENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR (B)(6) WAS PERFORMED IN SALES FORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 24-OCT-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THERE WAS BLACK SPORT ON THE SCREEN DUE TO COMPONENT ISSUE. FIELD SERVICE ENGINEER REPLACED THE HARD DRIVE TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER SERVICED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES had black sport on the screen, which caused delay in dispensing the medication.As per part investigation, it was determined that the root cause of the complaint component was attributed to a faulty LCD screen.There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on.Correction: section D Medical Device Model, Unique Device Identifier (UDI).The reported condition of black spot on the screen was confirmed by FSE and subsequently validated in the DCHU testing process.According to Work Order (WO) (b)(4), the Field Service Engineer (FSE) observed a dark circular discoloration at the bottom of the MedStation screen. Although the display remained functional, the affected area was visibly discolored. The FSE powered down the station and attempted to reseat the All In One (AIO) display assembly. Upon rebooting, the dark spot persisted in the lower center portion of the screen. The FSE subsequently replaced the AIO unit. Because the replacement AIO was a different version than the unit removed, the FSE also replaced the hard drive to ensure compatibility. The AIO was configured, and the customer confirmed proper operation following replacement.During DCHU Visual Inspection:139625 01: No visible damage was found during the inspection.During DCHU Testing:139625 01: Testing of the AIO panel was performed by powering it on using a DCHU power supply. The system powered on without any issues. At the main log in screen a dark discoloration spot was observed on the lower middle. No further testing was performed on the AIO Panel.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: It was determined that the root cause of the complaint component was generated by faulty LCD screen.